Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and angina are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized due to paroxysmal chest tightness and chest pain. Coronary angiography on (B)(6) 2014 showed three vessel lesions. A 4.0x8mm xience xpedition stent was successfully implanted in a proximal saphenous vein graft (svg) to left anterior descending artery (lad) with 99% diffuse stenosis. The patient was discharged on (B)(6) 2014 after improvement. On (B)(6) 2019, patient was re-hospitalized due to angina recurrence. On (B)(6) 2019, coronary angiography showed that the proximal right coronary artery (rca) stent was unobstructed, the middle stent was unobstructed, and the stenosis with proximal left main (lm) trunk of the left coronary artery was 100%, and the lesions were severe. Bypass grafting was performed but failed. On (B)(6) 2019, patient had a follow up and was experiencing angina. Another coronary angiography showed 100% stenosis in the proximal lad and 100% stenosis in the proximal left circumflex (lcx). The target lesion was treated with the left main trunk of the left coronary artery and the proximal lad. Balloon dilatation was performed but unsuccessful because the lm to the lad was severely calcified and angulated, medication was then provided. The patient was discharged on (B)(6) 2019. The event was related to the device. No additional information was provided.